Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed undersensing on the right ventricular (rv) lead during a high rate non-sustained episode that caused the device to classify the event as terminated. The rv lead remains in use. No patient complications have been reported as a result of this event.